Event description:
It was reported to zimmer that the air dermatome handpiece moved too slowly and chewed up the skin. It was indicated that there was no harm or surgical delay involved. There was no additional clinical information provided.

Manufacturer narrative:
The device was returned to the manufacturer at the time of this report; however, the investigation was not completed. A follow up medwatch will be submitted once the investigation is complete.